Manufacturer narrative:
Investigation results: the investigation was carried out visually and microscopically. We made a visual inspection of the fracture surface of the broken off catch nose. Here we found the typically signs of a forced fracture according to the available information there were no negative consequences for the patient. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There is one further complaint with this lot and this error pattern registered. Without further knowledge about the circumstances we except, that the surgeon spread the downtube not completely with the removal key as mentioned in the IFU, so that the catch broke off during removal. CAPA was not initiated.

Event description:
It was reported that there was an issue with ennovate mis downtube short. One of the retaining lugs broken off when loosening the screw. There was no patient harm. Additional information was not provided nor available. The adverse malfunction is filed under aag (B)(4).